Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned. H3, h4, h6: a review of the device history record. Device history lot a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number ag2098454 was released in a single batch. Batch1: lot qty of 53 units were released on 06 mar 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer h3, h6: investigation summary background: it was reported that this was a removal procedure performed on feb. 25, 2020. After the surgeon loosened a setscrew with a torque driver, s/he used the screw inserter (286735400) to remove the setscrew. Then, the tip of the screw inserter broke off. A fragment was removed from the patient¿s body. The procedure was completed with a replacement less than 30-minute surgical delay. Patient status is stable no further information is available. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown) this complaint involves one (1) device. Investigation flow: damage visual inspection: the viper2 x25 set screw inserter (part # 286735400 / lot # ag2098454) was received at us cq. The distal tip of the device was broken transversely. The entire threaded tip was broken off the device, no fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Distal tip was broken. Dimensional inspection: due to post manufacturing damage, dimensional inspection was not performed. The fracture site was not even thus an accurate dimension could not be measured. Conclusion: the overall complaint was confirmed for the received viper2 x25 set screw inserter as the distal threaded tip was completely broken off the device. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 a removal procedure was performed. During the procedure the tip of the screw inserter broke off after the surgeon loosened a setscrew with a torque driver, and used the screw inserter to remove the setscrew. A fragment was removed from the patient¿s body. And the procedure was completed with a replacement. There was a delay of less than 30-minutes and the patient's status is stable concomitant device: unknown setscrews (part# unknown, lot# unknown, quantity unknown). This report is for one viper2 set screw inserter, self-retaining. This is report 1 of 1 for (B)(4).